Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother of a customer reported via phone call of being hospitalized for high blood glucose of an unknown level. Customer also indicated a no delivery alarm. Troubleshooting assisted the customer in clearing the alarm. Customer declined high blood glucose troubleshooting. No further assistance required.

Manufacturer narrative:
Information was missing from the initial report. The information has been provided with this report.

Event description:
It was reported by customer's mother that the customer was hospitalized due to gastroparesis. The customer was wearing the insulin pump at the time of hospitalization, but it was removed upon arrival. The customer's blood glucose was 595mg/dl.